Manufacturer narrative:
UDI information: pxc181200 (B)(4). Additional device information: pxc141400 (B)(4). Results: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. Conclusion: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), the physician and patient should review the risks and benefits when discussing this endovascular device and procedure including the possibility that subsequent interventional or open surgical repair of the aneurysm may be required after initial endovascular repair.

Event description:
The following was reported to gore: on (B)(6) 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis (right: pxt281414 and pxc181200, left: pxc141400). The patient tolerated the procedure. On an unknown date, follow-up imaging showed that the diameters of the distal landing zones were enlarged on both legs. It seemed that wall apposition of the distal ends of the legs were not good. On (B)(6) 2017, the physician performed an additional procedure. A contralateral leg component was implanted distal to the previously implanted endoprosthesis on both legs. The internal iliac arteries were coil embolized and intentionally covered by the new endoprostheses. Also a bare metal stent was implanted in the distal end of the left leg. The procedure was concluded, and the patient tolerated the procedure. No further information was available.